Event description:
The implantable neurostimulator leads were revised (reason not reported). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.